Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: she believes it states in the operative record that the surgeons stapled the right ureter with the stapler and not the "right artery." Patient agrees this is not an issue or problem with the stapler but was concerned that we should know how the device was used by the surgeon, if, in fact, it is an ees device. She ultimately underwent a nephrectomy as the ureter was blocked for so long, the right kidney required removal. Received two operative notes from patient. The first operative note is from the hysterectomy procedure and there's no mention of stapling the ureter. The second operative note is from the nephrectomy procedure and notes a "hydronephretic nonfunctioning kidney with significant back pressure atrophy" was found intraoperatively. The operative report further notes obstruction of the ureter at the pelvic brim "right where surgical changes were noted." The kidney was removed during this procedure. Only one page of the nephrectomy operative note is included from the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: she believes it states in the operative record that the surgeons stapled the right ureter with the stapler and not the "right artery." Patient agrees this is not an issue or problem with the stapler but was concerned that we should know how the device was used by the surgeon, if, in fact, it is an ees device. She ultimately underwent a nephrectomy as the ureter was blocked for so long, the right kidney required removal. Received two operative notes from patient. The first operative note is from the hysterectomy procedure and there's no mention of stapling the ureter. The second operative note is from the nephrectomy procedure and notes a "hydronephrotic nonfunctioning kidney with significant back pressure atrophy" was found intraoperatively. The operative report further notes obstruction of the ureter at the pelvic brim "right where surgical changes were noted." The kidney was removed during this procedure. Only one page of the nephrectomy operative note is included from the patient.

Event description:
It was reported that after an open hysterectomy procedure, she experienced post-op pain. The patient went to visit her surgeon and received pain medication to address the post-op pain. She stated that she went to see the doctor more than one time and was given pain medication. It was determined that she had a blockage and was then sent to see a urologist for the "hydro ureter." The patient stated that "a staple got the ureter which caused the kidney to die and she would like to know how this happened. She also stated that "she knows it wasn't the stapler's fault and that it was the doctor's fault." She stated that, as she was being prepped for the open hysterectomy surgery, the doctor was "not there and that he arrived two hours later and that she was still taken to surgery to put in the breast implant related to her previous breast cancer prior to having the hysterectomy done during the same surgery". The patient read the post-op report that states "the right artery was divided with an endo vascular stapler as was the left side down to cervix. Henley clamps and visceral sutures (1 inch velcro suture) were used. The patient does not know for sure that it was an ethicon stapler that was used during the surgery. The patient then underwent another surgery on (B)(6) 2013 to remove her right kidney.

Event description:
It was reported that after an open hysterectomy procedure, she experienced post-op pain. The patient went to visit her surgeon and received pain medication to address the post-op pain. She stated that she went to see the doctor more than one time and was given pain medication. It was determined that she had a blockage and was then sent to see a urologist for the "hydro ureter". The patient stated that "a staple got the ureter which caused the kidney to die and she would like to know how this happened. She also stated that "she knows it wasn't the stapler's fault and that it was the doctor's fault". She stated that, as she was being prepped for the open hysterectomy surgery, the doctor was "not there and that he arrived two hours later and that she was still taken to surgery to put in the breast implant related to her previous breast cancer prior to having the hysterectomy done during the same surgery". The patient read the post-op report that states "the right artery was divided with an endo vascular stapler as was the left side down to cervix. Henley clamps and visceral sutures (1 inch velcro suture) were used. The patient does not know for sure that it was an ethicon stapler that was used during the surgery. The patient then underwent another surgery on (B)(6) 2013 to remove her right kidney.